Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "transfer set and titanium had disconnection from the junction over the screw connection". This occurred during peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Lot number h16j03089 updated to asku, because there were two suspected lot numbers involved in this event, h16j03089 and h17b03068. A batch review was conducted for both suspect lots and there were no deviations found related to this reported condition during the manufacture of these lots. The actual device was not received for evaluation; therefore, a device analysis could not be completed. However, a video of the sample was provided for evaluation for the report of disconnection between the patient connector and adaptor. In the video the healthcare provider was using improper technique with unnecessary force to demonstrate the disconnection between the adaptor and the patient adaptor of the transfers set, causing the two components of the transfer set (connector and tubing) to come apart. Based on the video evidence, it was not clear that the reported disconnection issues were similar to the demonstrated example. The cause of this issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.